Manufacturer narrative:
Additional information received and added to description section. The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause of the incident. A review of the device history records for this lot confirmed that the lot passed all manufacturing and quality inspections. All inzii retrieval systems are 100% inspected during the manufacturing and packaging process. The exact root cause of the incident remains unknown; however, it is possible that the bag came into contact with a sharp instrument during the procedure or that the incision was not large enough for the specimen to pass through. In the second scenario, force applied to the bag could cause the bag to break. Although the exact root cause of the incident could not be determined, applied medical will continue monitor its vigilance systems and for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received from applied medical team member october 3, 2016: the bag did not fragment and go inside the patient. Not sure as to whether instruments were put near the bag.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy: "patient came to theatre for laparoscopic cholecystectomy. Surgeon wanted to use a inzii retrieval system (ref:cd001, lot no: 1258795, exp 2018. Surgeon placed specimen (gallbladder) into retrieval system. As surgeon attempted to remove the retrieval system through the 10mm port site the retrieval bag burst. As a result bile leaked into the patients abdomen. " type of intervention: "to retrieve the gallbladder the 10mm port site had to be extended and a 5mm port site had to be extended to a 10mm port for the drain." Patient status: "n/a."